Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/2.00 flextome(tm) cutting balloon(tm) was used to dilate the target lesion. Dilation was performed after crossing the lesion. The pressure of the first inflation was 4atm. During the second inflation, the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications reported and patient's condition was good.